Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, there were difficulties during the exchange of the sheath for the manta sheath, the j wire was exchanged for a guidewire and a large hematoma was noted. Due to the hematoma the decision was made to deploy at 8cm instead of the measured depth of 5+1. Bleeding at the site was noted after deployment, manual pressure was applied, and balloon inserted from right groin access. A clot was noted in the sfa and profunda a thrombectomy was performed, additionally a covered stent was placed at the site. Images provided were reviewed. The IFU warns the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. In addition, step 1 states manta deployment depth=flow stop measurement at skin + one (1) cm. The following precaution is also included in the IFU, in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The root cause of the extended time to hemostasis requiring the insertion of a covered stent is user error, due to the use of manta after intraprocedural complications and deploying at a different depth than the measure depth+1.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: following a tavr, physician had difficulty exchanging the access sheath for the manta sheath. Also, exchanged the regular j wire for another wire. A large hematoma was noted, but physician decided to attempt to close with the manta. Initial measurement was 5 plus1 but due to the hematoma present decided to deploy at 8cm. Following deployment, bleeding was noted and the angio revealed bleeding at the site. Manual pressure was applied while additional access was obtained. A balloon was inserted from the right groin access and inflated. Bleeding was controlled. Additional angiogram revealed clot in the sfa and profunda. A peripheral thrombectomy was performed. Flow was normal to the foot and a covered stent was placed at the site to completely seal the bleeding from the site. Patient was stable throughout.